Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during radical rectal resection, after the stapler was closed, the distance between the magazine and the anvil was significantly larger and the tissue cannot be clamped after. They replaced new reloads to complete the procedure. No patient injury reported.